Manufacturer narrative:
The 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated twice but it ruptured at 10 atmospheric pressure during its second inflation. It had a pinhole around the proximal balloon marker. The lesion was below the knee which had chronic total occlusion (cto), severe calcification, moderate tortuosity, and 100% stenosis. There was difficulty advancing the balloon catheter through the vessel. It was replaced with another saber rx (2mm*20cm) and it was inflated successfully. There was no reported patient injury. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The user was trained with the device. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. An ipsilateral approach was made. The contrast to saline ratio used was 1:1. The device was inflated using a non-cordis inflation device, which was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. A guidewire (non-cordis) crossed the lesion, and the saber rx was inserted. The product was not returned for analysis. A product history record (phr) review of lot 82186754 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion (cto), severe calcification, moderate tortuosity, and 100% stenosis may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated twice but it ruptured at 10 atmospheric pressure (atm) during its second inflation. It had a pinhole around the proximal balloon marker. There was difficulty advancing the balloon catheter through the vessel. It was replaced with another saber rx (2mm*20cm) and it was inflated successfully. There was no reported patient injury. The lesion was below the knee which had chronic total occlusion (cto), severe calcification, moderate tortuosity, and 100% stenosis. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The user was trained with the device. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. An ipsilateral approach was made. The contrast to saline ratio used was 1:1. The device was inflated using a non cordis inflation device, which was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. A guidewire (non-cordis) crossed the lesion, and the saber rx was inserted. The device will not be returned for analysis as it was discarded at the hospital.